Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes due to rubbing. It was described as rash as red with blisters forming. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a lotrisone cream by a physician. Outcome of the irritation is unknown.